Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump had a crack in the reservoir and condensation inside the screen. The act, esc, and up buttons were not responding properly. She also had battery issues. Her blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.